Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged chest pain, difficulty breathing and short of breath. Patient also alleged that the device is putting out a burning smell and is smoking. There is no allegation of serious or permanent harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
Additional information was received on april 12, 2024, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging chest pain and difficulty breathing, states the device has a burning smell and the device was smoking related to a CPAP device's sound abatement foam. There was no report of serious patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The device was evaluated and manufacturer observed dust/dirt contamination on top and bottom enclosures, ui panel, rear panel, sd cover flip door, accessory module flip door, control dial, keypad, pca, blower, blower box, blower outlet seal, p4 power connector, dc jack color insert. The device is missing a foot on the bottom enclosure. Liquid ingress with mineral deposits were observed on the blower, blower box, p4 power connector, addresses the issue of liquid ingress, a contaminate consistent with keratin was observed on the blower box, addresses the issue of keratin. The device's downloaded event log was reviewed by the manufacturer and found no error code. The manufacturer concludes there was dust/dirt contamination in the airpath, likely from a source external to the device and observed no evidence of degraded sound abatement foam. And they were unable to directly address the symptoms. Sections d8, d9, h2, h3, h6 has been updated in this report.